Event description:
This is a report of a home patient (hp) who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Twenty days after the patient was admitted to the hospital, the peritonitis had resolved, the patient recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. The patient's date of birth was unknown, however, it was reported the patient was born in 1951.